Event description:
Shortly after permanent implant, the patient reported abdominal pain. The physician decided to explant the patient's system.

Manufacturer narrative:
The patient was reimplanted and is reportedly doing well. The ipg passed visual. Electrical, mechanical and performance tests performed. After one charge cycle, the device regained functionality and communication was verified. The device exhibits normal device characteristics. The lead passed all tests performed. This is the final report.